Event description:
Penrose drain placed on 1/19/96. Removed on 1/21/96. Found to have 'foreign body' on CT exam. Returned to o.r. To remove foreign body. Small piece of drain found to have broken off within the incision. Removed on 1/21/96.